Event description:
The death certificate listed the immediate cause of death as septic shock, due to (or as a consequence of) febrile neutropenia, due to (or as a consequence of) diffuse large b-cell lymphoma. The manner of death was listed as natural.

Event description:
It was reported that the vns patient passed away in 2012. The psychiatrist did not know the cause of death. An online obituary was found which identified the date of death and that the patient passed away in the hospital. The funeral home indicated that the patient was cremated and that the device was explanted and discarded; therefore no analysis can be performed. Attempts to obtain additional relevant information have been unsuccessful to date.